Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc), but was returned to olympus (B)(4) for evaluation. In the evaluation of olympus (B)(4), the following was confirmed: the bending section of the device was defective, and coming off. Omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, there is possibility that the reported event was caused by the forced insertion of the device with the bent distal end into the kidney or ureter. If additional information becomes available, this report will be supplemented.

Event description:
The bending section rubber of the device was torn and the metal was sticking out. There was no report of patient injury associated with this event.